Event description:
(B)(4) spontaneous report from a male consumer (age not provided): "I purchased two boxes of the freeze away wart remover. The first one did not work, so we threw it away. The second one we purchased left a blister on my hand because the can was leaking. It sprayed all over my shirt and face. I may have to go to the dermatologist to look at my finger. This product is crappy and I will be going back to my other wart remover. I threw the first box away, but I have the second box." Dr. Scholl's freeze away common & plantar wart remover was administered for the treatment of unk indication with dosing as follows: aerosol solution unk (topical) started on unspecified date and no stop date was specified. The following events were reported: blister (blister) started on unspecified date and no stop date was specified. Leakage (device breakage) started on unspecified date and no stop date was specified. Product sprayed all over shirt and face (accidental exposure) (accidental exposure) started on unspecified date and no stop date was specified. Did not work (no therapeutic response) started on unspecified date and no stop date was specified. Case outcome: unk. On 4/5/2012-after further review case has been determined to be serious. A serious spontaneous case received from a male consumer. Age not provided and initials were anonymized. Medical history and concomitant medications were not provided. Dr. Scholl's freeze away common & plantar wart remover (dimethyl ether/propane) was used for unk indication. Therapy dates and frequency were not provided.

Manufacturer narrative:
(B)(4).